Event description:
An impella cp was delivered via the axillary graft site. The axillary site was used as the impella 5.5 pump had failed to deliver via the site. The 5.5 was reported in complaint (B)(4). The 70 year old male patient had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. To deliver the pump the team purposefully cut the pump's repositioning sheath to allow the pump to be delivered via the graft. This is not an on-label practice. There was bleeding at the site that prompted additional suture. The pump was supporting and after minutes there were low purge pressure and purge flow alarms on the impella console. Blood was visualized within the pump sleeve and red handle, presumably due to damage to the catheter shaft and/or purge line. The team explanted the cp and replaced it with another cp pump. The 2nd cp pump is complaint pc-002050731. Bleeding is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
Corrected information has been provided in b5 (event description) and h6 (medical device problem code) was updated due to new information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that after the patient was placed with impella cp and running for approximately 20 mins, doctor trimmed 10mm graft like an impella 5.5 (leaving only some graft outside skin). They did not want impella cp repo sheath in axillary artery, made decision to cut/trim portion of impella cp repo sheath off in order to fit inside graft and not have repositioning sheath in right axillary artery. No issues during this time. Graft secured to blue suture collar with suture. Shortly after (minutes), received low pp (process pressure) alarms on aic (automated impella controller), purge flow to 30. Purge tubing was assessed by a biomedical vad (ventricular assist device) engineer for leaks and found none. Blood was then visualized inside sterile sleeve and all the way back at red handle. The doctor suspected to have knicked 9 french impella catheter shaft, purge line, a local team agreed. Decision was made by doctor to remove impella cp and replace with another impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.